Manufacturer narrative:
Visual inspection of the incident device found the shaft of the needle was bent and broken. No pieces were detached. The device failed hipot testing. The damage to the needle may have been the result of excessive force and bending. The investigation identified the root cause of the reported event to be user error.

Event description:
The customer reported that during insertion into the patient body, the antenna broke but remained intact. Another device was used to complete the procedure without patient injury. However, when the device was received for evaluation, it failed hipot testing.